Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture in the bipolar configuration, and an increase in pacing impedance measurements greater than 2000 ohms. The threshold measurements were 5.0 volts at 1.0 millisecond in the unipolar configuration. A lead revision procedure was performed and the lead was surgically abandoned. It was noted no fracture was visible.

Manufacturer narrative:
If additional information is received, this report will be updated.